Event description:
It was reported that a resume pump alarm occurred. There was no reported adverse impact to customer's blood glucose level. Customer declined further troubleshooting with tandem technical support.